Event description:
A customer reported a malfunction on their pump, which occurred the night before. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service technical support (cts) decided to replace the faulty pump and guided the customer on using manual injections in the meantime. The customer was also instructed to place the pump into storage mode and return it within 10 days using the provided return box and pre-paid label. A replacement pump was sent to the customer, and necessary steps for setup were explained.